Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece did not seal during the first seal. Another hand piece was opened and worked fine. There was no bleeding and no patient injury.